Event description:
It was reported that a pump intermittently turns on and off. The customer also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). Sigma evaluated the wireless module in question and fluid intrusion was observed. Contamination was found on the battery contact pins, and dried solution was found on the inside of the case and on the printed circuit boards. Corrosion was also found on the wireless printed circuit board. This caused the module to heat up. It is also possible that this could cause the pump to turn on and off with out user input. This wireless battery module was returned with spectrum pump s/n: (B)(4). The date of event is unknown.